Event description:
Information received indicates the valve was retrieved due to structural dysfunction relating to cuspal stiffening. Intra-operative device inspection noted tissue located beneath two of the valve cusps. The product was replaced with no additional pt complication reported.